Event description:
It was reported that the patient presented in clinic for routine followup. During interrogation, communication with the device was lost. Communication could not be re-established. It was planned to attempt communication at next followup using a radio frequency antenna. Technical services indicated that the patient's left ventricular assist device may be causing interference. Steps will be taken to minimize interference at the next followup.

Manufacturer narrative:
(B)(4).